Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 35.0 cm from the proximal end; the proximal constraint sphere was inside the distal detachment tip (ddt). The stretch resistant wire (sr wire) was fractured and the coil was damaged and detached from the pusher assembly. The outer diameter (od) of the undamaged section of the coil was measured and found to be with specification. Conclusions: evaluation of the returned device confirmed the reported complaint of the ruby coil unintentionally detaching and revealed that the ruby coil sr wire was fractured and the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted, damage such as this may occur. Furthermore, a fractured sr wire may lead to an unintentional detachment of the ruby coil. The kink in the pusher assembly likely was incidental and may have occurred during packaging the device for return. The outer diameter (od) of the undamaged section of the coil was measured and found to be with specification. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the ruby coil unintentionally detached inside the lantern delivery microcatheter and it was removed. The procedure was completed using a new ruby coil with the same lantern. There was no report of an adverse effect to the patient.